Event description:
The patient reported the blood pressure cuff squeezed tightly leaving a red mark on their arm. The patient massaged the arm and then placed a cold pack on it. The patient did not seek medical attention.

Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.